Event description:
At the time of the revision surgery, (B)(6) 2021, the lead was replaced to restore therapy. Inspire waited for the product return from pathology, however the explanted product was never returned to inspire. The root cause analysis was completed on 8 dec 2022 without a return. Based on information from the procedure, we concluded that the distal sensor tip had separated from the lead body, exposing the patient to the risk of injury from possible sense lead migration. The revision surgery addressed the risk and the issue is now resolved.